Manufacturer narrative:
The field service engineer (fse) inspected the sampling and cell rinse volumes. He found the outer rinse volume for one of the sampling probes to be low. He then performed rinse volume adjustments for the sampling probes and the cell rinse mechanisms. He ran mechanism checks to verify the volumes. He verified the analyzer's performance through a precision check with successful results. The customer performed calibrations and qc with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable altlp alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation result from an unspecified number of patient samples tested on the cobas pro c 503 analytical unit. The initial results were not reported outside of the laboratory as the technicians were able to catch the questionable results before being released. The reporter stated that their qc failed the next day. They performed maintenance and saw a large clot at the end of the sample probe, but the analyzer reportedly never gave any alarms. The patient sample was rerun on a c 501. The reporter was able to provide one example of a questionable result. The initial result from the analyzer was 36 u/l. The repeat result from the other analyzer was 60 u/l. The repeat result was deemed correct.  The reagent lot number and the expiration date were requested but not provided.